Event description:
It was reported that customer's insulin pump was alarming and insulin is squirting out during manual prime. The device's piston continues to move forward after hitting the reservoir. There were no numbers on the screen or beeping from the device. Customer tried different infusion sets, but the issues persist. The device was not dropped or bumped or exposed to water. The drive support cap appears normal. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's blood glucose was 165 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.